Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the stirrer motor and rotor and replaced the ise pump seals. The fse calibrated the system and ran qc's. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant sodium results were obtained for two patients on an advia 2400. The results were not reported to the healthcare provider(s). The samples were rerun and confirmed on another advia chemistry 2400 system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.